Event description:
The plaintiff's attorney alleged that the decedent received hemodialysis treatment on (B)(6) 2005, and thereafter, experienced a myocardial infarction which caused death on (B)(6) 2005, all of which is alleged to have been caused by the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.